Event description:
It was reported that the user was unable to twist a luer connector from the 9 o¿clock position to the 12 o¿clock position on a lot 34075 connector, preventing proper attachment. The user replaced the connector with a new one and attachment proceeded without issues, and a replacement box of connectors was shipped. No reported symptoms. Outcomes included no alerts, alarms, or need for medical intervention. Investigation included user troubleshooting and education performed by customer care. Investigation of this case revealed the issue was resolved with connector replacement, indicating a connector performance issue isolated to the initial unit. It was concluded that the event was related to a single connector that did not function as intended, and the device system functioned as expected after replacement.